Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 298382/14369134.

Event description:
It was reported that the patients ipg can be seen through the skin without skin breakage and was superficial. It was noted that there were no recent trauma and infection. The patient underwent an ipg revision procedure however it was found out during the procedure that the leads had high impedances. The physician explanted all device components. The patient was doing well postoperatively and the explanted devices will not be returned.